Event description:
Healthcare professional additionally reported, that all events have been resolved. With no further treatment was provided.

Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as durimng "end of [implant] surgery stent was almost poking through the conj so [hcp] needled it to sweep it away from the conj and deeper onto the sclera" in the left eye. On day 1 post-op, intraocular pressure (iop) increased to 44 mmhg with no bleb and the stent was visualized completely in the subconjunctival. Healthcare professional further noted "I guess the stent came out or maybe when I needled it, I inadvertently pulled it out?" Patient was put on antiglaucoma medication.